Manufacturer narrative:
D4 - UDI no. - this product code is not required to be registered with FDA. The actual device was discarded by the involved facility and the lot number is unknown. Since product lot number is unknown, our investigation is limited. Since the lot number was not provided by the user facility, a review of production or complaint records was not possible. Based on the limited product information provided, no probable root cause could be determined. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. H3 other text : device discarded by involved facility

Event description:
The user facility reported a fracture during the use of the rf gw device. Follow up communication with the user facility confirmed the following information: the actual sample was used for a pulmonary arteriography on (B)(6) 2016; the procedure was completed with no issue posed at that time; it was reported that on (B)(6), the patient underwent a follow-up x-ray and CT examination, where a shadow which seemed to be a part of the actual sample was found in the periphery of the pulmonary artery located in the middle of the right lung; review of the cine images taken on (B)(6) 2016 found that the patient's internal jugular vein is connected to pulmonary artery; the customer found a fractured piece of the actual sample was shown in the image taken after the engagement of an angiographic catheter in the pulmonary artery; at the completion of the pulmonary arteriography on (B)(6) 2016, the operator did not notice the fracture of the actual sample and it is unknown when and how the actual sample became fractured; it was reported that it seems the fractured segment remains in the periphery of the pulmonary artery and due to this location, it is difficult to retrieve it; with the patient having no subjective symptoms or problems observed, they have decided not to try to retrieve the fractured segment; the planned pulmonary arteriography itself was completed successfully; and the patient is fine with no subjective symptoms or problems.